Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and a barbed suture was used. During the surgery for the parturient, the suture accidentally broke twice when it was used to sew the uterus. It was learned that the parturient was of normal body shape and the surgeon also performed normal suture operation. The suture was replaced and sew again. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify, did the same suture device break twice during use on the patient? If different, please explain. Were there patient consequences? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.